Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the distal tip measuring 53.8cmw as returned for analysis. External insulation abrasion was noted at 44.6-45.1cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded and the outer coil was exposed at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.